Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -11.5 diopter was intraoperatively implanted, removed, and replaced due to a lens tear/break during injection/delivery into the left eye (os) on (B)(6) 2023. The problem was resolved. Cause of event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).